Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2007. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, the patient returned on (B)(6) 2007, and presented with no exposure. Per the physician, the patient "was overall well." As of a follow up medical appointment on (B)(6) 2008, the patient displayed "excellent" healing. No patient complications were reported. As of a follow up medical appointment on (B)(6) 2010, the patient reported tenderness in the vagina. The physician observed some "growth" in the vaginal area (specifics unknown) on (B)(6) 2010. The patient was referred to a different physician. On (B)(6) 2011, the patient returned and reported experiencing some blood after sexual activity, in addition to minimal suprapubic pain. The physician observed some exposure and informed the patient that excision of the mesh would be necessary. On (B)(6) 2012, the patient underwent excision of the exposed portion of the mesh. The patient was prescribed estradiol (duration unknown). On (B)(6) 2012, the patient returned and the physician reported that the patient was fine. No complications were reported. The patient was re-scheduled for a follow up appointment in one year (date unknown). All other information is unknown and unavailable.

Manufacturer narrative:
Although the lot number was not provided, it was reported that the device was not used past its expiry date.